Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the there was a crack to the front housing where the charger/ battery indicator is located. The customer was unaware how the damage occurred. There was no patient involvement, no health consequences nor impact at this time.